Event description:
The distributor contacted animas on (B)(6) 2013 alleging the up arrow, down arrow and ok keypad buttons were unresponsive to user input. No further information was provided. There was no reported adverse event associated with this complaint. This compliant is being reported because the alleged keypad malfunction remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/26/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: on examination, the keypad was intact without damage. Testing confirmed intermittent responses to button presses of all the keypad buttons. Multiple button presses were required for all of the buttons to respond. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original complaint, the text on the display screen is dim/faded and discolored. Adjustment of the contrast setting did not resolve the issue. Also unrelated to the original complaint, the battery compartment had multiple cracks at the opening of battery chamber and had a crack below the finger pad that extended to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power. There was no evidence of moisture damage in battery compartment.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.